Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument wrist became dislocated and was unable to be removed from the cannula. The force bipolar instrument was working prior to the surgeon starting the preperitoneal flap, when it was noticed that the instrument during the strong grip mode was not holding tissue securely. During the blunt dissection of the preperitoneal space, the surgeon noticed that the force bipolar instruments wrist/jaw was dislocated and could not reset it. This required the surgeon to scrub in, undock the universal surgical manipulator (usm) from the cannula and increase the port site incision to safely remove the cannula with the instrument attached. All pieces of the instrument were intact when it was removed from the patient. The surgeon reported damage to the tissue when removing the cannula due to increasing the port site incision, which was repaired once the surgery was completed with a transfascial suture. The estimated blood loss due to this intervention was less than 10ml. The staff opened a backup force bipolar instrument, and the surgeon reinserted the trocar, redocked the usm, and continued with the procedure with no further complications. The surgical delay due to this event was less than thirty minutes. The surgeon was unsure what caused the force bipolar's event, there were no reported system error messages throughout the procedure. The patient did experience increased pain that what would normally be expected due to the increased port site incision.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the force bipolar instrument used during this reported event for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the images for the force bipolar instrument associated with this event was performed by an isi clinical development engineer (cde); review of the images confirmed that there was a broken piece from the jaws of the force bipolar instrument.